Event description:
It was reported via repair work order that the side rail would not latch in the up position due to damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.